Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 1/21/2020. Device evaluation: a bag with a specimen cup was received at the manufacturing site. A cut lens was received inside the cup. One of the lens haptics was detached. The lens condition is typically of an explanted lens. Since no reason for the complaint/explanted lens was provided, the complaint could not be verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. The search in the complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. Patient code (B)(4) explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Other text : placeholder.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was explanted from patient's left eye in a secondary surgical procedure . There was no vitrectomy, sutures and incision enlargement performed. The replacement lens used is a model pcb00 22.5 diopter lens. No additional information was received.